Event description:
It was reported that patient presented ankle pain. X-rays showed prosthetic fracture. Revision surgery required.

Manufacturer narrative:
It was reported that a patient with evos plate and screws fixation underwent a revision due to a prosthetic fracture. The affected complaint devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. A medical analysis noted that x-rays were provided and reviewed by the medical director and they were noted to have malunion and callous formation, which indicates it was in the process of healing. However, without any supporting medical evidence or the explanted devices, no further medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. Possible causes could include but are not limited to traumatic injury, non-compliant patient or patient bone quality.